Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported by an attorney that mesh was implanted to treat stress urinary incontinence, left ovarian dermoid, and dysmenorrheal with concurrent laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy and cystoscopy.

Manufacturer narrative:
(B)(4).